Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a broken haptic of a lens that broke during insertion in an intraocular lens (iol) implant procedure. Surgical intervention was indicated. Additional information has been requested.